Event description:
Related manufacturer reference number: 3006705815-2022-16370. It was reported the patient experienced uncomfortable stimulation. Diagnostics during surgery showed high impedances. In turn, both the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.